Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 10f sheath hole prior to a leadless pacemaker procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 29f sheath and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It was reported that the sheath was upsized to a 29f sheath. It should be noted that the proglide instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, this IFU deviation would not contribute to the needle to cuff miss and hemostasis was successfully achieved with the preplaced suture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1494: indication for use.